Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000080065.

Event description:
It was reported that one of the patient's leads had high impedances after the patient was in a car accident. As a result, the patient no longer has effective therapy. Surgical intervention may be pending to address the issue.

Event description:
Related manufacturer report number: 3006705815-2023-03295. Additional information was received that the patient was experiencing pain at the ipg site. As a result surgical intervention was undertaken on (B)(6) 2023 wherein the ipg site was revised and the patient's lead was explanted and replaced. Effective therapy was established postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.